Manufacturer narrative:
(B)(4).

Event description:
It was reported that during explant procedure, the pulse generator exhibited loss of output. The dependent patient experienced 28 beats per minute. A competitor tool was used for explant and the patient experienced two to three seconds of asystole. The device was explanted and replaced. The patient was stable post operation.